Manufacturer narrative:
This supplemental report is being submitted to provide additional information. A survey of users revealed that this event occurred during the urology procedure. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with the event.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus europa se & co. Kg (oekg), it was found that the endoscopic image was not displayed and the error e311 which indicated that the white balance had not been set was occurred. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to oekg for evaluation. Oekg checked the subject device and found that the reported phenomena were caused by the failure of the cable. The cable had been repaired by third party. Omsc could not reviewed the manufacture history (DHR) of the subject device because more than fifteen years had passed since the subject device had been manufactured. Based on the reported information, omsc considered that the reported phenomena were attributed to the communication failure due to the failure of the cable. The repair by third party might be relating that the condition of the cable had become worse. If additional information becomes available, this report will be supplemented.